Event description:
As reported: "angular stability does not work / screw has not gripped and cannot be screwed out."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the screw and plate were returned and analyzed below the microscope. The threads of the locking mechanism below the screw head saw a plastic deformation that could explain the loss of the angular locking. A straight locking of the screw on the plate could however be performed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on available information, no further action is required at this time. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "angular stability does not work / screw has not gripped and cannot be screwed out."